Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received one sample and four photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for broken label with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® pst¿ tubes bd hemogard¿/lt green had a broken label. The problem was noticed before use. No serious injury or medical intervention reported.